Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 05/17/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8110 error 354.6770. (B)(6). Contact phone: contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: biomed flashed a 8110 unit and is getting a 354.6770 error after flashing. Sn: (B)(6). Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: recommend to biomed to check the harness to the pressure sensor. Next would be to replace the pressure sensor. Biomed will check unit and call back if he needs to order a pressure sensor. Biomed ended call. Ref: (B)(4).

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 05/17/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(6). Case subject: npi 8110 error 354.6770. Account name: (B)(6) community hospital. Account #: (B)(6). Asset name: 8110 syringe module, v8. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: biomed flashed a 8110 unit and is getting a 354.6770 error after flashing. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: recommend to biomed to check the harness to the pressure sensor. Next would be to replace the pressure sensor. Biomed will check unit and call back if he needs to order a pressure sensor. Biomed ended call. Ref: (B)(4).